Event description:
The patient was implanted with a vented electric lvad in 2002. In 05/2003, the transplant coordinator reported to the manufacuter that a patient on vented electic lvad, who was on pneumatic back up operating mode utilizing a drive console and stroke volume limiter (svl), broke the svl. The patient was up walking around and bent over to disconnect the ac power, the patient side tubing on the svl broke off. The patient notitied nursing personnel and the svl was changed to a back up svl, and there was no injury to patient. The patient received a heart transplant in 05/2003 and is doing well.